Event description:
On july 7, 2000 a diabetic under continuous pump therapy informed minimed that pt on july 7, 2000 during use of the infusion set had observed a leakage where the tubing is connected to the luer lock. Maersk medical "a/s" was informed about this fact on august 20, 2000. The used sample has been returned for analysis.